Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not working. They could not perform a bolus. When they press the b button the insulin pump would go to a blank screen. They changed the battery but it did not resolve the issue. The customer¿s blood glucose during the incident was 157 mg/dl. They had placed the device in their front pocket and noticed some moisture on the bottom part of the screen. Troubleshooting was performed. Nothing would show up on the screen when they press the act button. The button error alarm was not present in the alarm history. The insulin pump will not be returned for analysis.